Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: a review of the black box showed the pump history was overwritten due to continuous use. The current black box showed no evidence of delivery malfunctions. The pump passed all required accuracy testing. Unrelated to the original complaint, the battery compartment was cracked above the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings issue. It was reported by the reporter that ¿it won¿t give insulin when it should¿. There was no indication that the product caused or contributed to an adverse event.  This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.